Event description:
The surgeon implanted a aa4203tf toric silicone lens. The surgical technician stated that the lens tore upon insertion into the eye. The lens was removed. Additional information was received from the facility that stated that there was a posterior capsula tear upon insertion of the lens. An anterior vitrectomy was performed. The facility believes that the capsule tear was due to the "explosive jetted force" of the delivery device during insertion the iol injector and injection cartridge, model and lot numbers were not specified by the facility. The patient's pre-op, best corrected visual acuity was 20/50. Post-op, best corrected visual 20/30. Patient was noted to have high pressure post-op.